Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that system kept showing occlusion during a procedure. The product was replaced and procedure completed. No patient harm reported.

Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. A wet cassette was returned and was visually inspected. The sample was functionally tested using a calibrated console. The sample was recognized by the console, could prime, tune successfully and the service data could be retrieved. Maximum vacuum levels were reached during functional testing. No leaks or occlusions were detected. The sample functioned within specification. The root cause of the customer's complaint could not be established as the returned sample met specifications. After an investigation of this complaint, it has been determined that no action will be taken at this time as the returned product met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).